Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on two roche meters, within 10 minutes: 357 mg/dl and 530 mg/dl on performa nano meter and 130 mg/dl on an unknown roche meter. It is unknown if tests were performed with same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.